Event description:
It was reported that, during the electrode positioning portion of an implant procedure, when the doctor started to peel the sheath for the sternal tunnel, the sheath broke apart but was still able to be removed. The implant procedure was completed successfully. There were no adverse patient effects.